Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the caller was unable to retrieve the patient with the device serial number. It was found that the incorrect serial number was entered with an incorrect patient in the remote monitoring network. The process issue was escalated, and the incorrect patient will be deleted, and the correct patient will be updated in the network. The network remains in use. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.